Manufacturer narrative:
A broken reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had no button response due to moisture damage on the keypad traces. Moisture damage was noted on the electronic assembly. No blank display was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's mother that the customer fell into the pool and now the insulin pump is not working. Customer stated that the display immediately went blank after the insulin pump was exposed to moisture. Customer has taken out the battery of the pump and confirmed there was no constant tone. Customer's warranty has ended and she has been advised. Customer was advised to discontinue use of the pump. Customer will return the current pump. No additional information provided.